Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had random cubie failures. A field service engineer ran hardware test application (hta) and observed that the cubie pockets were missing. All cubie cables and the row board cable were reseated, but the issue with hta persisted. The drawer controller was replaced without resolution, followed by the modular controller, which also did not resolve the issue. The retractor band was replaced, but the problem remained. After running hta again and manually removing the cubie pockets once the system stayed up, a loose row board plug was discovered and reseated. This action restored drawer functionality. A final hta run confirmed that all pockets were functional and the drawer was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a failed cubies on station endo. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a failed cubies on station endo. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.